Event description:
Additional information received reported the resistance was in the proximal section of the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a biohazard bag, and a shipping box. The rebar 27 catheter was not returned with the stent but appeared compatible with the solitaire stent device as it has a labeled inner diameter (ID) of 0.027". ¿ damage location details: the finger markers were examined inside the introducer sheath and aligned properly. The solitaire stent working length was in good condition, while the non-working length was kinked at the tear-drop struts. Visual inspection showed no irregularities outside the proximal marker, but the marker coil was damaged. No other anomalies were observed. ¿ testing/analysis: due to its damaged conditions, the returned solitaire stent device could not be used for resistance testing. ¿ conclusion: based on the reported information and the device analysis, the customer¿s complaint was confirmed as the returned solitaire stent and marker coil were found to be damaged. The damages likely occurred when the customer attempted to advance the solitaire stent device through the catheter against resistance. The root cause could not be determined, but possible causes include using a damaged catheter, vessel tortuosity, and lack of the continuous flush with heparinized saline during delivery. Since the catheter was not returned, any contribution of the catheter to the resistance issue could not be assessed. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was significant resistance while attempting to advance, and upon withdrawal for inspection, it was found that the push rod was bent. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of ischemic stroke located in the middle cerebral artery (mca). There was one pass with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 5 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.